Manufacturer narrative:
(B)(4). The complaint samples were returned to maquet (B)(4) and the complaint event was confirmed. According to the final statement dated (B)(6) 2012, the cannulas are made from pvc and it is possible that the tips were deformed by the pressure and in combination with high temperatures. (B)(4).

Event description:
On (B)(6) 2011, vfn, reported that a box of venous catheter with lot number 92054873 are not straight; the catheter's are hooked. Therefore, the catheter's can not be used. (B)(4).